Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -9.5/+1.0/091 into the patient's right eye (od) on (B)(6)2023. The lens was exchanged on (B)(6)2023 for a lens two sizes longer in length due to low vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).